Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's ins 'does float around' inside of her. They reports it was because she was skinny and did not have a lot of fatty tissue. She reported her hcp was aware and they have discussed the floating around. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Supplemental regulatory report was sent to correct event type. It should have been product problem only, as no adverse event was alleged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that no steps had been taken to resolve the ins floating around inside them. They stated their ins was not in cement but in non-fat flesh.

Manufacturer narrative:
H10. Additional review indicated the information in this report pertains to manufacturer¿s report # 3004209178-2019-07574. Any additional information will be submitted as a supplemental filing to report #3004209178-2019-07574.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.